Event description:
It was reported to boston scientific corporation that a ptfe coated guidewire was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the tip of the guidewire had detached in the kidney. The tip was retrieved using basket and grasper forceps. The procedure was completed with another of same device. There were no patient complications reported as a result of this event. No information available per account about the patient's condition after the procedure.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A detailed device analysis was performed on the returned ptfe coated guidewire; the condition of the returned device was consistent with the complaint incident that the specimen presents a separation of the outer coil near the distal tip and a fracture of the safety ribbon wire exposing the distal end of the core wire. The most probable root cause of this complaint is caused by other device

Event description:
It was reported to boston scientific corporation that a ptfe coated guidewire was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the tip of the guidewire had detached in the kidney. The tip was retrieved using basket and grasper forceps. The procedure was completed with another of same device. There were no patient complications reported as a result of this event. No information available per account about the patient's condition after the procedure.